Event description:
(B)(4). It was reported that 3 days post index procedure, the pt experienced a myocardial infarction (mi). The index procedure treated a bifurcated de novo lesion in the proximal left anterior descending (lad) artery. The vessel was 3 mm wide, 13 mm long, and 70% stenosed. There was moderate calcification and mild tortuosity. The physician direct stented the lesion with 2.75 x 16 mm taxus liberte stent. After post dilatation,, residual stenosis was 0%. The pt was discharged one day later on aspirin and plavix. On day 3, the pt had an MRI. ECG confirmed a non q-wave mi, and troponin lab was consistent with mi. The pt underwent an intervention to a non-target vessel, and the mi resolved. The pt was taking aspirin and plavix at the time of the event. In the opinion of the physician, there is a possible relationship of tvr to the taxus liberte stent. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.